Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was provided.

Event description:
The spiderfx was placed successfully. The physician wanted to move the spider distally to allow for the nose cone of the atherectomy device. When the physician attempted to recapture the spiderfx, the basket detached from the wire. The physician was able to use a snare to capture the spider and the case was completed successfully with a new spiderfx.